Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing wide complex looking rhythm or very wide t-wave. This s-ICD remains in service. No additional adverse patient effects were reported.